Event description:
On (B)(6) 2011, an allen rep was conducted by a rep of allen's distributor in (B)(6). During an eval of the flex frame, the staff noted that if the crank handle is struck or moved by the users, the flex frame's support column would descend on its own. This observation was made during general handling of the product and not during setup for a case or during use. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. The flex frame has not yet been returned for investigation. When it is rec'd and evaluated a f/u report will be filed with the outcome of the investigation.